Event description:
Immediately following intubation of the patient the ventilator shut down and showed error; "service immediately." The anesthesia machine had been tested and passed inspection by two staff members prior to the case. A new machine was obtained and exchanged with malfunctioning machine. Patient safety was not compromised as patient was hand ventilated during exchange of the machine.======================manufacturer response for gas machine, anesthesia, navigator, as3000 (per site reporter).======================nothing at this point.